Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates an unknown screw fractured. The alleged event was non-verifiable without the return of the product. A root cause could not be determined for this complaint.

Manufacturer narrative:
Event date unknown, brand name unknown, device product code unknown, device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown, device has not been returned to manufacturer.

Event description:
The dentist reported that patient presented with fractured screw.